Event description:
The patient reported the pod delivered too much insulin, which led to the patient experiencing low blood glucose levels while wearing the pod between 5 and 25 hours on the arm. The patient's blood glucose range from 3.5 mmol/l to 18 mmol/l while wearing the pod, with their blood glucose level dropping to 3.5mmol/l three times. The patient reported she realised she was going to have seizures and used a glucagon needle. The patient was shaky, sweating, lost consciousness, and had a seizure for minutes while at the supermarket with her husband. The paramedics were called and the patient was taken to the emergency room on (B)(6) 2026. The patient was treated with 3 sandwiches in the hospital, and her blood glucose level rose to 18 mmol/l. The patient was discharged after 3 hours. Insulet received additional information from the healthcare professional (hcp). The hcp reported the patient was discharged with no harm after a few hours. The patient administered long acting insulin the evening before starting omnipod and did not use 'use sensor' for meal bolus, which contributed to hypoglycemia. The hcp reported the patient will be restated on omnipod after the patient speaks with her hcp and receive re education.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.